Event description:
Emergently taken to cath lab at 20:10 on 3/11/97 with cardiogenic shock and inferior myocardial infarction. Developed complete heart block and progressive hypotension prior to procedure. Temporary pacing instituted. Cardiac cath revealed totally occluded rca, 70% occlusion of circumflex, and lad had areas as much as 99% occluded. Distal vessels tortuous and calcified. A guide wire was placed through the rca. The physician needed an extension of this wire. A .010 extension wire would not fit on .010 intermediate wire. Extension was not achieved. Wire was pulled from rca and access was never achieved again. Pt expired in cath lab at 21:30. Cath lab personnel were unaware the .010 wire was changed and no longer fit the adaptor. Not aware an "anchor" was needed. "Anchor" not available.